Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh excision surgery on (B)(6) 2009. It was reported that the patient underwent mesh removal surgery on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/12/2016. (B)(4). It was reported that following insertion the patient experienced vaginitis, urinary urgency, and urinary frequency. It was reported that patient underwent mesh removal on (B)(6) 2012.

Event description:
It was reported that following insertion the patient experienced vaginitis, urinary urgency, and urinary frequency. It was reported that patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient concurrently underwent suburethral sling - uretex, perineoplasty, cystourethroscopy, vaginal vault suspension, and urethrolysis.

Event description:
It was reported that the patient concurrently underwent suburethral sling - uretex, perineoplasty, cystourethroscopy, vaginal vault suspension, and urethrolysis.

Manufacturer narrative:
It was reported that the patient underwent revision, cystoscopy, and placement of bilateral ureteral stints on (B)(6) 2014 due to complex vaginal mesh erosion, urgency, dyspareunia, pelvic pain, and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.